Event description:
Air was seen in continuous renal replacement therapy (crrt) circuit and pump stopped. Manufacturer response for IV pump and tubing, (brand not provided) (per site reporter) awaiting response.